Event description:
The account alleges that during an embolization surgery, the clinician used a 4f c2 catheter combined with a 0.035" x 260cm super-smooth guide wire. The clinician attempted to place the catheter tip at the opening of the abnormal blood vessels from the descending aorta to the left lung but could not advance the catheter. The device was replaced. After flushing the new device, it was combined with a 0.035" x 260cm super-smooth guide wire again. When the catheter was inserted into the body (the left femoral artery approach) and into the abdominal aorta, it was found that the 510038cb1 catheter tip was partially fractured. The clinician immediately punctured the left pulmonary axillary artery under the ultrasound guidance of the anesthesiologist, inserted a 7f sheath, combined a 6f mpa1 catheter with a 0.035" x 260cm super-smooth guide wire, placed the catheter tip in the descending aorta, and withdrew the guide wire. The guidewire was replaced with a hardened guide wire and a 7f long sheath. It was sent along the guide wire to the descending aorta. The dilation strip and guide wire were withdrawn and the 6f mpa1 catheter and snare were inserted. An attempt was made to capture the broken catheters. The capture was unsuccessful. The piece entered the brachial artery and could not be captured. Ultimately, the clinician considered that both the interventional removal of the part and the surgery were too high of risks. The blood circulation of the left upper limb was good, and anticoagulant therapy was given. Close observation is required. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.